Event description:
It was reported that the patient was admitted to the hospital and unable to talk. It was noted that the hospital staff believed that the patient had meningitis and wanted to take a sample of medication. It was later reported that the patient had meningitis and an intrathecal pump. The hospital was testing drug to make sure it was in no way tainted. The result of the sample was not back yet. The patient's last refill was back in (B)(6) so it was highly unlikely the medicine was bad. Symptoms of meningitis would have been present long before now. It was later reported that there was no change in therapy. The patients symptoms were unrelated to the pump. The patient was still hospitalized. The device system was used to deliver dilaudid 10 mg/ml. 5.1 mg/day.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2004-(B)(6), product type catheter product ID 8835, serial# (B)(4), product type programmer, patient product ID 8709, serial# (B)(4), implanted: 2004-(B)(6), product type catheter. (B)(4).